Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source; however, the pump must remain plugged in to use. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.